Manufacturer narrative:
Additional product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part 314.467, lot 7616823: release to warehouse date: may 19, 2014. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius procedure on (B)(6) 2017, the surgeon was inserting a 2.7 mm cortical screw when the tip (1 mm) of the stardrive screwdriver shaft t8105 mm broke off and fell into the patient. The fragment was easily retrieved. The screw had no issues and was implanted. No patient harm or surgical delay. Patient outcome is stable. Concomitant devices reported: cortical screw 2.7 mm (part unknown, lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history records review, and drawing review were performed as part of this investigation. The device was returned and it was reported that "the tip of the stardrive screwdriver shaft t8 105mm broke off " this condition is confirmed; the instrument was returned with a broken distal stardrive tip. Approximately 0.6 mm of the distal tip is missing (caliper ca818), the broken off fragment was not returned. During visual inspection, the lobes of the remaining stardrive tip were observed to be twisted around the circumference of the shaft in the direction of resistance from insertion. The balance of the returned device is in worn condition, the instrument is discolored and there are various markings/scratches along its length. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip and is twisted. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, force and torque is applied to the tip of the driver to tighten screws. It is likely that this complaint condition was due to excessive force/torque applied to the tip of the driver and/or consistent use and cumulative wear over the part's lifetime causing material fatigue and breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.